Event description:
The physician attempted to conduct the novasure procedure. During the device insertion and deployment, the uterus was perforated. This was confirmed by the cavity integrity assessment system. Ablation was not performed.